Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer states the last week when filling the pump the rim broke off. This week the keypad started to come loose from the corner. It's real poky and peeling up. The customer also states the top of the reservoir compartment the rim has broke off. Troubleshooting was performed for damage and noticed the top of the rim was broke. Advise the pump will need to be replaced. Advise to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump was received with missing retainer, missing reservoir tube o-ring, scratched case, cracked keypad overlay, broken battery tube threads, cracked case behind the insulin pump near the battery compartment/corner of the belt clip rails, peeling keypad overlay, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.